Event description:
The customer stated, the incorrect syringe was installed on the cell-dyn 1800 analyzer. The correct replacement syringe will be sent to the customer. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.